Event description:
It was reported that during a lap cholecystectomy procedure that an error code for handpiece displayed. Another instrument was used to complete the procedure with no pt consequence.

Manufacturer narrative:
Eval summary: the hand piece was returned with a loose mount. It was tested on a generator and gave an error code 3. The hand piece was disassembled, a torn acoustic isolator and evidence of moisture ingress were found in the instrument. A batch record review was performed and no anomalies were found during the mfg process. Complaint info is trended on a regular basis to determine if further investigation is warranted.